Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use and the wireless footswitch lost connection with the base station. The procedure was completed using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The connection was not re-established. The philips field service engineer (fse) reconnected the wireless footswitch to the system and advised the customer to use the wired footswitch always. The fse repaired the wireless footswitch to the base station as per installation manual. After the repair, the system was returned to use in good working order. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has attempted to obtain patient information. However, the customer has not provided the requested information. Philips has initiated a medical device correction (z-0648-2022). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless foot switch was not working. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.